Event description:
The recipient is reportedly experiencing impedance issues as well as open electrodes. A CT scan confirmed correct device location. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed torn silicone overmold on the bottom cover, as well as a severed electrode. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires in the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy (sem) analysis revealed evidence that the broken wires sustained tool damage, which is believed to have occurred during explant surgery. The device passed the sem analysis of the conductive feedthru epoxy. The reported complaint of open electrodes could not be verified during this analysis, which was limited in some respects due to the electrode being damaged prior to receipt. This device passed all of the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.